Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. Inability to read the display associated with an alarm may result in no action or the wrong or inappropriate action taken in response to critical alarms. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient noted the controller display went blank. The battery status lights remained on, however, the pump parameters were no longer visible. The patient exchanged the controller to his back-up controller. The controller exchange resolved the issue. The patient was reported to be anxious as a result of the event. The event was not associated with any controller alarms or vad stops. The controller had not been dropped or sustained any damage. No further information was provided.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller was allowed to run for an extended period of time. The results revealed that the controller was able to display all characters properly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.